Manufacturer narrative:
Related components of device system: model number/ catalog number: 720185-01, serial number: n/a, batch/ lot number: 1000124260, model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) reimplant procedure due to erosion. The patient presented pain. The physician believes the cylinders could have applied pressure on the urethra eventually cause of erosion. The patient fully recovered.